Event description:
An implant card was received which indicates that the patient's vns device was explanted and replaced on (B)(6) 2013 due to battery depletion and a lead discontinuity. The lead fracture was found during surgery. The vns battery was completely depleted, so diagnostics could not be checked prior to surgery. After the fracture was found, a full vns replacement was performed. No trauma or patient manipulation was noted.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.